Event description:
The customer¿s mother called to report noticed the cannula had pulled free for the infusion site while daughter was giving a bolus (exact dosage not reported) which led her to experiencing high blood glucose level. The only bg history that was given begins around 5:30 pm where her bg was measuring at 211 mg/dl and by 7:00 pm bg rose up to 312 mg/dl. Removed the device, did not check their bg levels but was able to activate a new pod before going to bed. The next morning her bg was back to normal.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No product defect or manufacturing deficiency that would contribute to the reported hyperglycemia was found. The customer reported the cannula had pulled free from the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. It cannot be confirmed or excluded through laboratory testing. The omnipod user¿s warns ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin¿usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery.,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.¿ qualification records were reviewed and the product lot met all acceptance criteria.